Manufacturer narrative:
Concomitant medical products: 5076-45, lead, implanted: (B)(6) 2004; 4965-50, lead, implanted: (B)(6) 2005. Evaluation summary: the lead was previously on a legal hold, thus delaying analysis completion. The full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The atrial lead was explanted and replaced due to medical judgement. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.